Event description:
This ICD was removed due to infection.

Manufacturer narrative:
The device was explanted in 2008, after an implantation time of 7 days due to infection. The quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related. (See scanned page).